Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the physical sample was not available, and images demonstrating stent or delivery system were not provided. Therefore, the investigation is inconclusive for the reported expansion failure issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition.

Event description:
It was reported that during a stent placement procedure in the iliac vein with femoral access, the stent allegedly failed to expand as the proximal end of the stent adhered to the inner catheter. Reportedly, spinning catheter one way then the other led to full expansion after 2 minutes. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly failed to expand. There was no reported patient injury.